Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed due to defective transmitter. A review of the share logs was performed and signal loss over 1 hour was not found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.